Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The customer alleged insulin delivered for food consumed had not ¿kicked in¿ yet. Customer declined further troubleshooting. Additional information was not provided.